Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent surgery on (B)(6) 2006, for the treatment of cystocele, rectocele, and stress urinary incontinence and mesh was implanted. The pt experienced pain and erosion of her internal bodily tissue post-operatively. No additional info was provided at this time.